Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates have been estimated. The stent remains in the patient. There was no reported product deficiency. Hypersensitivity (allergic reaction) is a known adverse event as listed in the zeta instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient called to report that two months post implantation of six stents (including one vision, one mini vision and one zeta) on january 9, 2011, for treatment of a heart attack with no prior symptoms, he has developed a burning sensation in his heart thought possibly to be an allergic reaction to the stents. Four stents were implanted in the left side and two stents were implanted in the right side; however, he is unsure where the vision, mini vision and zeta were implanted and the identity of the three other stents was unknown. He was subsequently discharged in february on aspirin (325 mg), affiant (10 mg), and statin (40 mg). Because of the burning sensation, he returned to his doctor on march 11, 2011; however, there was no treatment administered at that time. He is currently being checked on a monthly basis. He has had no prior heart problems. No additional patient information was provided.